Event description:
Information was received from the consumer regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and failed back syndrome ¿ other. The patient¿s system was still implanted but inactive since it did not resolve the issues she was having. The pump was inactive as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.